Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 44 mg/dl. The customer was admitted to (B)(6) medical center. The customer was advised to speak with their healthcare provider regarding the low blood glucose. The patient was advised to monitor the insulin pump and call back if issues persist.